Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent loss of connection issues occurred between the transmitter and the pump. The customer's blood glucose (bg) was reportedly "about 110" mg/dl. Reportedly, "damp clothing" may have been covering the pump or transmitter at the time of the reported events, however this could not be confirmed by the customer. Reportedly, the pump and transmitter regained connection.